Event description:
This case was reported by a regulatory authority via medwatch program and described the occurrence of neuropathy in a patient, who received super poligrip formulation unk), poligrip (formulation unk), fixodent (formulation unk) and fixodent free (formulation unk) for denture adhesion. In 1990 the patient started super poligrip, poligrip, fixodent and fixodent free (dental). In (B)(6) 2005, the patient experienced numbness and tingling. In (B)(6) 2007, the patient experienced trouble walking. The patient was diagnosed with neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip, "poligrip", fixodent and reporting, the events were unresolved. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).